Manufacturer narrative:
The device was received on (B)(4) 2010 and has not undergone in house testing. Associated accessory device: act monitor. Model# com001. (B)(4).

Event description:
On (B)(6) 2010, the patient notified lifewatch that she developed welts from wearing the electrodes and had spoken to a pharmacist who recommended benadryl and cortizone-10 cream. In order to gather additional information on the initial complaint, the patient was called and a patient questionnaire was filled out on (B)(6) 2010. The patient stated that she had blisters that were more like welts with clear ooze. The patient did seek medical attention and was diagnosed with cellulitis and was prescribed hydrocortisone cream the first time, methylpred, mometasone furoate cream and levaquin.